Event description:
Additional information received reported, the patient experienced headache and nausea. The patient was hospitalized. There was no injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A cerebrospinal fluid leak was reported. The distal segment of the catheter was removed and the leak was patched. A new catheter segment was implanted. The pump was delivering morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709 lot# j0177974r implanted: (B)(6) 2001 explanted:unk. Catheter model# 8598a serial# unk implanted: unk explanted: unk. (B)(4).